Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was unable to connect to a baxter primary solution set. The reporter stated that there had been difficulty connecting the secondary set to the primary set. When making a second attempt to connect the luer lock adapter of the secondary set to a port site on the primary set, the luer lock adapter cracked. This occurred during infusion of an unspecified pain medication using a baxter infusion pump. The setup was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.